Event description:
During ICD implant procedure, an axillary vein was punctured and at the time of passing the guidewire it did not pass through the needle and was stuck. Another angiographic needle and another short guidewire were used, the same peel away was used. A new puncture of the left subclavian vein is required due to inadequate functioning of the needle and the guidewire, with the guidewire getting stuck in the lumen of the needle.

Manufacturer narrative:
One 7f peel-away introducer guidewire and needle with cover were received for evaluation. The proximal end of the guidewire was pulled to remove the guidewire from the needle; resistance was noted due to a reddish/black foreign material (fm) attached to the guidewire surface, however, the guidewire was able to be removed. Additional testing revealed the returned fm appeared to match generic biological material. The guidewire outside diameter and needle inside diameter measurements were consistent with manufacturing specifications. The guidewire was able to be inserted fully through the returned needle after the fm was removed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire stuck is consistent with the biological material on the guidewire. The cause of the biological material on the guidewire remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported insertion difficulties and subsequent device replacement remain unknown.